Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient had a fault alarm on his freedom driver each time the patient had a laughing episode. The customer also reported that the last fault alarm on the patient's freedom driver continued and the numbers on the display changed to astericks (*). The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient had a fault alarm on his freedom driver each time the patient had a laughing episode. The customer also reported that the last fault alarm on the patient's freedom driver continued and the numbers on the display changed to asterisks (*). The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no abnormalities. Visual inspection of the internal components revealed that one of the wires on the air flow sensor cable was severed. Review of the alarm history (eeprom) revealed a fault alarm code that is produced as a result of a malfunction of the air flow sensor and/or cable. The driver was tested, and the driver met all test acceptance criteria for pressure and cardiac output. However, data could not be recorded because the driver displayed asterisks for fill volume and cardiac output and also produced a fault alarm, confirming the reported issues. The root cause of the fault alarm and asterisks on the driver display was the severed wire on the air flow sensor cable. It could not be determined how the wire was severed. The freedom driver was repaired and serviced, including replacement of the air flow sensor cable, and passed all final performance testing. This failure mode posed a low risk to the patient it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.